Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes additional information: d9 - added date returned g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for corrected information and additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. A tip of broken trailing haptic was returned with the injector ejected. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: tdm81699; model: 255). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. CAPA-22-0009 has been initiated for "damaged haptic" complaints.

Event description:
Damaged haptic after implantation the doctor noticed the trailing haptic was separated at tip. The doctor removed the haptic piece from the eye. Patient impact: no clinical signs, symptoms or conditions.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Damaged haptic after implantation. The doctor noticed the trailing haptic was separated at tip. The doctor removed the haptic piece from the eye. Patient impact: no clinical signs, symptoms or conditions.